Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was smoking was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the hand piece failed noise assessment (81 dba) and temperature assessments heat (118.1 degrees). During repair it was found that the motors internal bearings were worn out and were causing the noise and heat. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device was smoking. During in-house engineering evaluation it was determined that the hand piece failed noise and temperature assessments heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.